Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735820, serial/lot #:(B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that the scu was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned polaris spectra system control unit (scu). The returned scu would not power up on the test bench. H6: b01, c02 and d02 apply to the concomitant product analysis. B01, c19 and d14 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that it was not possible to perform a link to the microscope. Calibration needed to be performed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that there was a spectra system control unit (scu) connection failure.